Event description:
During periodic inspections, physio- control found that the device was not able to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control found a fluid over the main pcb and other components. Physio is in the process of repairing the device and continues to investigate the failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.